Manufacturer narrative:
Product complaint # pc-(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual analysis of the returned sample revealed lockscr ø3.5 self-tap l24 tan the treads are stripped at the neck. No other issues were identified. The dimensional inspection was not performed for the lockscr ø3.5 self-tap l24 tan due to post manufacturing damage. The functional test was not performed as the device was received by itself. The observed will not lock condition of the components is consistent with the complaint condition since device is stripped might be the reason for the alleged condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed stripped condition of lockscr ø3.5 self-tap l24 tan would contribute to the complained device will not lock condition. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part: 412.108s, lot: 79p6761, manufacturing site: grenchen, release to warehouse date: 09. Dec. 2020, expire date: 01. Nov. 2030. A manufacturing record evaluation was performed for the finished device 412.108s, lot: 79p6761 and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed, no product was received. No conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery for fracture of distal end of humerus. During the surgery, the locking screw used in the shaft to secure the posterolateral 4-hole plate did not lock. The surgery was completed successfully within 30 minutes delay. The patient condition was stable. Concomitant device reported: va-lcp dhp 2.7/3.5 dorso-lat le med 4ho (part# 04.117.304s; lot# 75p5952; quantity: 1). This complaint involves one (1) device. This report is for (1) 3.5mm ti locking scr slf-tpng with stardrive recess 24mm. This report is 1 of 1 (B)(4).